Manufacturer narrative:
The device was not returned for analysis. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure, as it is likely the xience skypoint became caught on the distal edge of the guide catheter, causing the reported difficult to advance/position and reported material deformation (stent), ultimately causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca) with mild calcification and mild tortuosity. The 2.25x33 mm xience skypoint stent delivery system (sds) was advanced to the lesion, however the stent became caught on the distal edge of the guiding catheter, thus becoming deformed and moved on the balloon. The sds with the stent attached was removed through the femoral site without issue. A non-abbott 2.25x32 mm stent was used to complete the procedure. There were no adverse patient affects and no clinically significant delay in the procedure. No additional information was provided.